Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not indicate that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED speaker is not working. The customer tried to replace the 9v battery but the AED still will not speak. The reported event did not occur during patient use.